Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided by your facility. Bd received 10 q-syte extension set units within sealed packages from lot number 8274895. All components within were present. Through the visual/microscopic evaluation damage was not observed on any of the components of the representative units received for evaluation. A water leak test was performed with the q-syte on the actuated and the unactuated positions and with and without the extension sets. Leakage was not observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that bd q-syte¿ extension set micro bore leaked. The following information was provided by the initial reporter: customer reported leakage of q-syte. Lot number 8274895. The lock leaked when blood was collected (not along the split septum, but along the edges). The lock had not yet been used for the administration of medicines. The emergency nurses prick their infusion without gloves, but I haven't received a report of mucous membrane exposure. I have 10 locks of the same lot number ready for inspection.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set micro bore leaked. The following information was provided by the initial reporter: customer reported leakage of q-syte. Lot number 8274895. The lock leaked when blood was collected (not along the split septum, but along the edges). The lock had not yet been used for the administration of medicines. The emergency nurses prick their infusion without gloves, but I haven't received a report of mucous membrane exposure. I have 10 locks of the same lot number ready for inspection.